Event description:
An unspecified application issue was reported with the adc device in use with iphone 14 with ios operating system version 17.2.1. The customer's freestyle librelink application stopped obtaining scans; the customer reported "they tried every fix, including deleting and reinstalling the application, but the issue persisted." During troubleshooting, it was determined that ios was not compatible with the application. The customer experienced hypoglycemia with symptoms of shaking, sweating, dizziness, confusion, and disorientation. The customer called emergency services and was taken to a hospital where they provided glucose gel and insulin injection (dose/type unspecified) for diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified application issue was reported with the adc device in use with iphone 14 with ios operating system version 17.2.1 and app version 2.10.2.7677. The customer's freestyle librelink application stopped obtaining scans; the customer reported "they tried every fix, including deleting and reinstalling the application, but the issue persisted." During troubleshooting, it was determined that ios was not compatible with the application. The customer experienced hypoglycemia with symptoms of shaking, sweating, dizziness, confusion, and disorientation. The customer called emergency services and was taken to a hospital where they provided glucose gel and insulin injection (dose/type unspecified) for diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues identified with the freestyle librelink application during replication that would have led to the reported issue. The customer reported no message appears when scanning their sensor. Attempted to replicate the customer's complaint using similar configurations iphone 11 pro (ios 17.2.1, 2.10.2.7677) and the reported issue was unable to be replicated and the system functioned as intended. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.